Manufacturer narrative:
Unit failed displacement test (with 137.6 units remaining on status screen) and motor error alarm noted during rewind due to motor encoder out of phase. Unable to confirm motor error alarm due to motor error alarm. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 186 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.